Event description:
A customer reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer re-loaded the cartridge to resolve the issue.